Event description:
The trocar did not retract because another product, a trocar seal, was torn by sharp external instrumentation, and caught in the prong of the obturator. The IFU has been made even more explicit regarding inserting instruments through the seal.